Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported through an ansm user report that: "patient operated on in (B)(6) 2023 for a subtrochanteric fracture caused by a clumsy fall. She had benefited from a left gamma nail. She remained without support for 45 days, then returned home after a stay in the stay in an ssr unit. After the christmas holidays, she experienced a sudden onset of hip pain while doing the housework. Consults her attending physician on (B)(6) 2024 because the pain had intensified and she could no longer walk. No notion of a fall or trauma. Referred to emergency by her gp. X-ray revealed broken nail. She is taken back to the operating theatre for pth + osteosynthesis with screw plate + cerclage, on (B)(6) 2024. Current patient status: patient currently in ssr, walking alone with walker, persistent limping and disorganization when climbing stairs. Actions taken in the care facility to manage the patient: removal and replacement of equipment."

Event description:
It was reported through an ansm user report that: "patient operated on in (B)(6) 2023 for a subtrochanteric fracture caused by a clumsy fall. She had benefited from a left gamma nail. She remained without support for 45 days, then returned home after a stay in the stay in an ssr unit. After the christmas holidays, she experienced a sudden onset of hip pain while doing the housework. Consults her attending physician on (B)(6) 2024 because the pain had intensified and she could no longer walk. No notion of a fall or trauma. Referred to emergency by her gp. X-ray revealed broken nail. She is taken back to the operating theatre for pth + osteosynthesis with screw plate + cerclage, on (B)(6) 2024. Current patient status: patient currently in ssr, walking alone with walker, persistent limping and disorganization when climbing stairs. Actions taken in the care facility to manage the patient: removal and replacement of equipment.".

Manufacturer narrative:
Correction: please refer to section d9 the device was returned by the customer, and h6 (method and results codes). The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. During visual inspection, the nail found completely broken from the webs of the lag screw hole. Drilling marks are visible in the anterior web of lag screw hole starting from lateral side most probably due to contact of drill with the nail before lag screw insertion. The contact of the drill with the nail affects its loading bearing capacity and could create a starting point for the fracture (notching effect). Deformation is observed in the distal fragment of the broken nail in the medial position of the nail along with two load bearing points. The microscopic view of the broken fragment¿s surface indicates towards a fatigue failure as indicated by the lines of rest on the surface. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, we can say that the nail breakage occurred in a fatigue manner. Misdrilling could be a potential factor towards nail breakage as it affects the load bearing capacity of nail and makes it prone to breakage but without the further radiograph or medical records it is not feasible to indicate the exact root cause of failure. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported through an ansm user report that: "patient operated on in (B)(6) 2023 for a subtrochanteric fracture caused by a clumsy fall. She had benefited from a left gamma nail. She remained without support for 45 days, then returned home after a stay in the stay in an ssr unit. After the christmas holidays, she experienced a sudden onset of hip pain while doing the housework. Consults her attending physician on (B)(6) 2024 because the pain had intensified and she could no longer walk. No notion of a fall or trauma. Referred to emergency by her gp. X-ray revealed broken nail. She is taken back to the operating theatre for pth + osteosynthesis with screw plate + cerclage, on (B)(6) 2024. Current patient status: patient currently in ssr, walking alone with walker, persistent limping and disorganization when climbing stairs. Actions taken in the care facility to manage the patient: removal and replacement of equipment."